Event description:
New information received notes that when the asymptomatic patient presented in clinic during follow-up, post-paced t-wave oversensing was observed again on stored egm. Further programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic during follow up when the device was post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Programming changes were made. The patient was stable.